Event description:
According to the reporter: the staple formation was not as secure as it was supposed to be. The surgeon had to place add'l staples on the margin. There was no injury to the pt.

Manufacturer narrative:
(B)(4).